Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a "noise" issue. The device was not used during a surgical procedure. It was unk if there was any user or pt injury or medical intervention occurred. There was no add'l info provided.